Manufacturer narrative:
Result: no results available since no evaluation performed. Conclusion: known inherent risk of the procedure. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the mechanism above, the patient¿s pre-existing conduction issues may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Post balloon aortic valvuloplasty (bav), the patient went into complete heart block (chb). A permanent pacemaker (ppm) was required. The patient was in a sinus bradycardia with pacs, rate is in the 40's. Following the temporary pacer trial run, the patient had a long pause and required back up pacing. Bav was performed with edwards 20x4 balloon under rvp at 160 bpm, good capture and pressure drop noted with rvp. Following the bav the patient once again required backup pacing, and required it for the rest of the procedure due to complete heart block. The valve was deployed 80:20 aortic/ventricular under rvp at 160 bpm, good pressure drop and capture noted with rvp. There was no cai noted and no pvl per post deployment tte and aortogram. Following the removal of the sheath it was decided that the patient needed a ppm, which was completed immediately following the tavr procedure. Patient was transported from the room in stable condition. The patient had pre-existing conduction issues already. The introduction of the temporary pacer and bav balloon were enough to complete this issue. CT measurements as follows: annulus - 20.6mm x 25.6mm, area of 398mm2, sov 31 x 39mm, stj 29 x 31mm. Mild mac with no lvot calcium reported. Ef - 84%.